Event description:
The information provided to sjm indicated a 21mm trifecta valve was implanted on (B)(6) 2010. The patient was hospitalized on (B)(6) 2013 due to aortic insufficiency (ai) and non-structural dysfunction. An echocardiogram revealed leakage and a torn cusp as well as 3/4 ai. Tavi replacement was scheduled for (B)(6) 2013.